Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure. The reason for the explant was not unspecified. There were no surgical and/or medical interventions required. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the incorrect date (jan 26, 2022) was inadvertently added in the section "d6a" of the initial MDR report. Therefore, the information has been corrected in this supplemental MDR report and the following field was updated accordingly: section d6a: if implanted; give date: (B)(6) 2022. Additional information section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 3, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue. The lens was cleaned and, no further issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue ¿unspecified injury¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.